Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5076 implantable pacing lead; 6947 implantable defibrillation lead (B)(4). The lead has not been returned and will not be evaluated.

Event description:
Information identified during follow up on a previous event. It was reported that the patient died approximately two months post the implant of the crt-d system. A cause of death has been requested and not received.

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no, eval explain code. If information is provided in the future, a supplemental report will be issued.